Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed motor error alarm. Customer's blood glucose was unknown. Motor position encoder error alarm was found in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The motor was tested outside of the device and passed. We were unable to verify alarm in the alarm history due to history file overwritten with alarms. The insulin pump alarmed due to a corrupted history file. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.